Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose had been higher than usual for a couple of weeks. Blood glucose value was 21 mmol/l. During troubleshooting, it was stated that air bubbles were found in the tubing and reservoir, there were no insulin leaks and insulin did exit the tubing during prime. The device will not be returned for analysis.